Event description:
Per the clinic, the patient was explanted due to a receiver/stimulator extrusion. No other information was provided as to why the device was explanted. The device was explanted on (B)(6), 2011. There are plans to reimplant the patient with another device; however, this has not occurred as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
(B)(4)